Manufacturer narrative:
Batch review performed on 10 march 2023. Lot 2100112: (B)(4) items manufactured and released on 25-march-2021. Expiration date: 2026-03-11. No anomalies found related to the problem. To date, 25 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 5 months after the primary, the patient came in due to signs of infection and the pathogen was unknown. The surgeon performed a washout and poly swap and the surgery was completed successfully.